Event description:
It was reported that after implanting a 2.25x15 mm xience xpedition stent in an unspecified vessel, a lot number discrepancy was noted between the chipboard box lot number [209074b] and the inner sterile pouch [2030741]. The parts numbers for all packaging components were confirmed by the site to match. All packaging components had been confirmed to be sealed / sterile prior to opening. There were no reported adverse patient effects and no report of a clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial filed medwatch report, additional information received indicated that on the packaging the 2.25x15 mm xience xpedition stent system, only the last digit differed: the chipboard box lot number is 209074b while the sterile inner pouch indicates a lot number of 2090741. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The labeling issue was able to be confirmed. A review of the lot history record revealed that this device was part of a rework to extend the expiration date of the lot to 18/september/2014. Lot number 209074b (on the chipboard box and foil pouch) is the rework label of lot number 2090741 (on the tyvek pouch). Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for labeling issues from this lot. Based on the reviewed information, no product deficiency was identified.